Event description:
The product complaint report shows the customer alleged that while performing a pre-patient extended self-test, the audible alarm failed to activate. The unit was sent to the customer's bio-med department for servicing. The customer's bio-med was unable to duplicate the reported event. No repair or replacement of parts was performed. It was not verified that the alarm failed to activate and no malfunction may have occurred. This report is not an admission b co that this device caused or contributed to the event alleged in this report.